Event description:
Male patient had battery placement in the spring of last year post-laminectomy two years ago. He began having back pains and fevers and presented to emergency one year post surgery; redness and flank pain at site of stimulator, tachycardic and wbc 21k and admitted for sepsis and started on rocephin and vanco. Device explanted that same day. Manufacturer response for neuromodulator, spectra neuromodulator (per site reporter): representative would like to secure device for testing.